Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Current measurements are within normal limits and no adverse patient effects were reported. No intervention is planned and the patient will be monitored.